Manufacturer narrative:
This report is submitted on november 8, 2022.

Event description:
Per the clinic, the patient experienced necrosis. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2022, and the patient was re-implanted with another cochlear device during the same surgery. This report is submitted on december 23, 2022.